Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore the condition of the components is unk. Surgical notes from the primary surgery and revision surgery were not provided. It is unk whether the stem, cup or liner were implanted with the correct fit and orientation as per surgical techniques. Instrumentation used is unk. X-ray images were not returned. Pt factors that may affect the performance of the components such as age, height/ weight, bone quality, activity level, type of activity (low impact vs. High impact), rehabilitation protocol both physiological and pharmaceutical and compliance thereof are unk. Based on the above info, the cause of the dislocation and pain are unk. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened.

Event description:
It is reported that the pt was revised for pain and dislocation.